Manufacturer narrative:
It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent diagnostic cystourethroscopy, posterior perineorrhaphy and bulbocavernosus placation lap. Cholecystectomy due to sui, vaginal perineal defect. It was reported that following insertion the patient experienced mesh extrusion, dyspareunia, partner being injured during intercourse, pain and suffering and loss of enjoyment of life. It was reported that the patient underwent mesh excision on (B)(6) 2011 due to dyspareunia.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2008 and mesh was implanted into the patient. It is reported that the patient experienced pain, erosion of internal tissues, and has undergone additional surgeries and revisionary procedures. No additional information is provided at this time.